Event description:
This case was initially received via regulatory authority (food and drug administration., reference number: mw5074354) on 29-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast prosthesis implantation and gastric banding. Concomitant products included colecalciferol (vitamin d3) and multivitamins, plain (multi-vitamin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("chronic fatigue"), pain in extremity ("leg pain"), abdominal pain lower ("constant lower abdomen pain"), back pain ("lower back pain"), depression ("depression"), irritability ("irritability"), loss of libido ("loss of libido due to dryness") and vulvovaginal dryness ("loss of libido due to dryness"). The patient was treated with surgery (essure was removed a few days ago). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, pain in extremity, abdominal pain lower, back pain, depression, irritability, loss of libido and vulvovaginal dryness outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, depression, fatigue, genital haemorrhage, irritability, loss of libido, pain in extremity, pelvic pain and vulvovaginal dryness with essure. The reporter commented: the seriousness criterion ¿hospitalization, disability/permanent damage require intervention¿ was mentioned, but not specified or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration., reference number: mw5074354) on 29-jan-2018. The most recent information was received on 10-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast prosthesis implantation and gastric banding. Concomitant products included colecalciferol (vitamin d3) and multivitamins, plain (multi-vitamin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("chronic fatigue"), pain in extremity ("leg pain"), abdominal pain lower ("constant lower abdomen pain"), back pain ("lower back pain"), depression ("depression"), irritability ("irritability"), loss of libido ("loss of libido due to dryness") and vulvovaginal dryness ("loss of libido due to dryness"). The patient was treated with surgery (essure was removed a few days ago). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, pain in extremity, abdominal pain lower, back pain, depression, irritability, loss of libido and vulvovaginal dryness outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, depression, fatigue, genital haemorrhage, irritability, loss of libido, pain in extremity, pelvic pain and vulvovaginal dryness with essure. The reporter commented: the seriousness criterion ¿hospitalization, disability/permanent damage require intervention¿ was mentioned, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.